Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04688. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention, wherein the entire scs system was explanted to address the issue. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.